Event description:
The hosp maintenance person reported that there is no audible alarm at the bed when the bed exit sys is activated. After troubleshooting with a hill-rom svc technician, it was determined that the bed exit circuit board was defective. Numerous attempts were made to contact the facility to verify that the bed exit circuit board resolved the issue, but the facility would not respond to our requests. There were no reported adverse events associated with this product malfunction.